Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed pump supplies to address the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.